Event description:
The info received indicated that the physician used a dura star balloon during a percutaneous transluminal coronary angioplasty (ptca) case on a proximal left anterior descending (lad) lesion for post dilatation. The physician inflated the balloon to nominal pressure (14 atms), but could not deflate the balloon. The physician then tried applying negative pressure, but could not get the balloon to deflate. The physician decided to pull the balloon out of pt directly and stented the possible injury vessel proximal to the existing stent. The pt was safe.

Event description:
The patient received her scs system including a paddle lead on (B)(6) 2006. It was reported that the lead was giving invalid readings. The lead was explanted on (B)(6) 2007. Follow up on the patient found that no further issues have been reported. The explanted lead was returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Additional info will be submitted within 30 days from receipt of additional info.

Manufacturer narrative:
As the reporter indicated that no dissection occurred and there was no patient injury. Upon further review of additional information received, the event of coronary artery dissection does not meet the criteria for medical device reporting since the reporter indicated that there was no patient injury. Therefore, it has been deemed not reportable. No further reports will be forthcoming.